Manufacturer narrative:
(B)(4).

Event description:
Staples malformed and could not fire. During the vats lobectomy, after fired, found the staples malformed. Changed another ecr60b, could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2018. Batch # r5777m. The analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridges were received partially fired 1/16. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.cartridge b & c: ecr60b, p58k7c ,partially fired 1/16. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.